Manufacturer narrative:
Device evaluation summary: visual analysis showed no outward signs of any damage or assembly errors. The device was cleaned and during the cleaning process there were no flow issues observed. The reason for return was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator and cardiotomy venous reservoir (cvr) the customer reported that blood was not sent to the oxygenator and the centrifugal pump was spinning. The devices were replaced to complete the procedure. There was no reported patient impact associated with this event. The customer stated that the cardiopulmonary machine was a non-medtronic instrument. The artificial pulmonary pressure was not measured, so it is unknown. The results of the examination have not been obtained yet, but the technician guessed that the patient might have probably been a heparin-induced thrombocytopenia (hit) patient. The customer stated that although the priming was done firmly, air was checked on the secondary side and the sensor of the air bubbles detector was operated. Medtronic received additional information that immediately after confirming the event, the blood supply line was shut off and the pump was stopped. Since it was just after the start of extracorporeal circulation, the customer tried to return blood and withdraw, but because there was a lot of air in the blood supply line, the blood was returned retrogradely and the device was withdrawn. The outlet was not occluded. There was more than 1 liter in the reservoir when the flow stopped. The level sensor was used, but the alarm was not responding because the reservoir level was 1 liter or more at the time of the event. The reservoir level was over 1 liter and there was no air in it. Since the issue occurred just after the start of extracorporeal circulation, it was not a scene where suction was used, so the suction was not turned excessively. The surgery on the day of the event was discontinued. After entering the ICU, the patient awoke and no neurological abnormalities were confirmed. About a week later, the patient had a re-surgery and it was completed successfully. After that, there have been no particular problems. At the start of extracorporeal circulation, the flow rate was able to reach pi 2.6 l /min/ without any problem, there was no particular problem with blood removal. The event occurred immediately after the start of extracorporeal circulation (about 3 to 4 minutes later), and immediately stopped extracorporeal circulation and withdrew the heart-lung machine. After that, the surgery was stopped, so the extracorporeal circulation record is only the record immediately after the start. [Perfusion flow rate: pi 2.6 l/min/ (4.1l), blood pressure: 80/40, svo2: 88, rso2: 67/68, act(at the start): 469 seconds]. The fusion oxygenator was replaced as air was mixed in. The customer stated that the cause of the air mixing is unknown. The customer stated that the secondary side refers to the outside of the oxygenator, it is a location that is visible from the outside. It was stated that it was not hit, this is because it was believed that if it was hit, the platelets would clog the lungs and embolize it.

Manufacturer narrative:
Conclusion: complaint not confirmed for the fusion oxygenator and cardiotomy venous reservoirs flow issue. The issue was not verified during analysis of the returned device, as no flow issues were observed with the reservoir. Review of this unit¿s device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all testing and inspections during manufacturing. It is suspected the low flow experienced by the customer may be related to a cold induced protein build up, the patient or clinical condition at time of bypass, or related to heparin potency. Root cause is undetermined. There were no patient/clinical safety issues reported. This investigation was completed with the information provided. If additional information is received, this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.